Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the side seams. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. Two (2) actual samples were received for evaluation. Bags were sliced at the bottom right corners where the customer likely drained the contents. Visual inspection revealed marking on both bags to indicate the alleged leak location. Functional testing was performed and revealed a leak from the top seam of the bag of sample 1 and leak form the left side edge of sample 2. Magnified inspection was performed and revealed a tear/hole in the top seam of sample 1 and tear/hole in the left side seam at the edge of sample 2. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.